Manufacturer narrative:
This report is submitted on 10 feb 2021.

Event description:
It was reported that, the patient experienced a magnet dislodgement during an MRI. Surgery to reposition the magnet was completed in 2018.